Event description:
It was reported that during a da vinci-assisted surgical procedure, the instrument activation statuses of both universal surgical manipulator (usm) 1 and 3 were greyed out. Additionally, a "'check energy cord connection" message was displayed while the assignment indicators in erbe displayed correct arm number. The user stated that a maryland bipolar forceps instrument was installed on usm 1 and a monopolar curved scissors (mcs) instrument was installed on usm 3. The user received phone assistance from the technical support engineer (tse). Prior to calling, the user replaced both monopolar and bipolar energy cables and instruments, but the issue persisted. The user rebooted the erbe, but the issue was not resolved. The user replaced the erbe with an external generator (force triad) and continued with the procedure without further issues. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed using the force triad generator. The issue with the erbe reoccurred on the subsequent procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the isi core controller (icc) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The icc was tested on the pca test system and the reported problem was replicated. The board failed with error 292 (the clock was not set correctly for personal computer memory card international association (pcmcia) logging). The measure of the battery voltage was 2.60v and should be 3.0-3.3v. Found pins on u8 cold solder.